Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. The customers blood glucose displayed as "high". Customer corrected blood glucose with correction injection. The customer continued to use the pump for insulin therapy.